Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using 2 bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: she said she had previously complained about several insulin pens with defective tips and wanted to report an additional two with lot number 2263357. Stated, she is experiencing same issue she reported with related file, needle clog and bent patient end is what she reported on previous file.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using 2 bd nano¿ pro ultra-fine¿ pen needles 32g x 4mm (100 count) the medication could not be delivered properly. There was no report of patient impact. The following information was provided by the initial reporter: she said she had previously complained about several insulin pens with defective tips and wanted to report an additional two with lot number 2263357. Stated, she is experiencing same issue she reported with related file, needle clog and bent patient end is what she reported on previous file.